Manufacturer narrative:
As reported, approximately six years post rtka, 70 y/o female patient visited the surgeon for a potential revision for a reason not reported. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time. Section h6: health effect - impact code - patient revision has not been confirmed.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post rtka, (B)(6) y/o female patient visited the surgeon for a potential revision for a reason not reported.